Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that, before intraocular lens implantation surgery, when loading the lens, it became apparent that one of its haptics was incomplete which prevented the implantation. Additional information was requested and received, there was no patient contact.

Manufacturer narrative:
Additional information was provided in d.9., h.3., h.6. And h.11. The lens was returned in the lens case, positioned incorrectly. Small amount of solution was observed on both sides of the lens. One haptic was broken-distal area, not returned. Small scratches were observed at the posterior surface of the lens. The optic was scraped on the edge of the lens, which was pressed against a post of the lens case. This damage appeared due to the returned position of the lens in lens case. Product history records were reviewed and documentation indicated the product met release criteria. A qualified cartridge was indicated. It is unknown if qualified handpiece and viscoelastic was used. The company model is only qualified for use in the company specified model cartridges and company specified model handpiece. The root cause of reported complaint is most likely related to customer handling. One haptic was broken-distal area. Small scratches were observed at the posterior surface of the lens. It is unknown if qualified handpiece and viscoelastic was used. Company foldable iols (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU (instructions for use) instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. Use holding forceps to grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until it is centered with or slightly past the outline etched into the top of the cartridge. The trailing haptic will extend from the proximal end of the cartridge. Position the trailing haptic to the left of the haptic post as shown in the detailed view. This will allow the plunger to go past the haptic during the initial advancement of the plunger into the cartridge. Verify the lens is positioned on the bottom surface of the cartridge. The haptic should be maintained to the left of the post when the lens is loaded correctly. Accurate positioning of the lens will decrease the potential for optic and haptic damage. Based on our observation, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. Haptic manufacturing is a validated process with multiple inspections to verify the quality of the produced haptic material. These inspections include a verification of the dimensional accuracy, tensile strength, flexibility and cosmetic appearance. The inspections ensure that the material meets all required specifications before it is allocated for use. File will be reopened if new information is received. The manufacturer internal reference number is: (B)(4).